Event description:
It was reported that the patient experienced increased pain and did not respond to infusion rate increases; severity was noted as moderate. At a catheter access port (cap) contrast study on (B)(6) 2012 healthcare provider (hcp) was unable to aspirate catheter. Drugs delivered via the device were dilaudid, bupivacaine and baclofen (not lioresal). It was later reported that the catheter was spliced on (B)(6) 2012. Patient outcome was noted as resolved without sequel as of (B)(6) 2012.

Event description:
Additional information received reported that the daily rate was increased on (B)(6) 2011, (B)(6) 2012.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Surgery was performed on (B)(6) 2012. The catheter was spliced. The outcome was noted as resolved without sequelae.